Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead underwent a surgical revision procedure after the lead displayed poor sensing and thresholds. The lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.